Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) experienced a syncope episode. Technical services (ts) reviewed noting there were no correlating episodes. Upon review, ts observed previous noise on the non boston scientific right atrial (ra) lead as well as the shock channel which was noted to possibly be from a medical procedure or electromagnetic interference (emi). No ventricular oversensing was observed. All lead impedance trends were noted to be stable. This ICD remains in service. No adverse patient effects were reported.